Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. On (B)(6) 2017, the customer reported that after working with a healthcare provider, the type of infusion set used was being changed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-350 mg/dl). Correction boluses via the pump and insulin injections were used to address the bg level. The pump supplies were changed multiple times. The cause was not known; however, the customer thought it was due to the infusion set as the type had been recently changed. A pump system check was performed and no device issues were observed. Reportedly the customer had been using the current cartridge for over 7 days. Tandem customer technical support (cts) informed the customer that novolog was labeled for 48 hours use with the cartridge.